Manufacturer narrative:
Additional information was obtained and it was determined that the reported event is no longer considered reportable.

Event description:
Upon further follow-up it was reported that cyclotorsion was noted at the time of surgery and the likely cause of event is patient''s anatomy that caused the lens to rotate. Patient is doing well after the second rotation. No further treatment planned.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that an implanted lens rotated out of position and has had to be repositioned at least once, possible twice.